Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the handpiece could support the reported complaint; however, a root cause could not be determined. Run testing of the handpiece could not be performed as the set was not in operating condition. The handpiece was then microscopically evaluated by quality personnel. Minor debris was noted inside cap cavity. Some damage to the rotor blades was also observed. The threads and depth of both the cap and the head of the returned handpiece were also measured by manufacturing personnel. All dimensions were found to be within specification. All components looked dry with no presence of lubrication.

Event description:
In this event it was reported that the cap unscrewed from a stylus mini handpiece while in use. The reported complaint did not result in an injury or need for intervention.